Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection of the fiber found that the fiber body was broken, the fiber was received in 2 pieces. The device history record (DHR) was reviewed and indicated that the device met all manufacturing specifications. A review of the device instructions for use (IFU) was completed and states that immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues and also, states to carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket or fiber or other particulates or pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. It is probable that the fiber break occurred during procedural handling during set-up or use. Based on the information available. A conclusion code of cause traced to component failure was assigned to this investigation, indicating there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the fiber broke during activation of the laser during the procedure. A 4 cm piece of the fiber was recovered from inside the patient. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that the fiber broke during activation of the laser during the procedure. A 4 cm piece of the fiber was recovered from inside the patient. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.